Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined. A specific cause for the bleeding could also not be determined through this evaluation. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. Information regarding the recommended anticoagulation therapy and international normalized ratio range can also be found in the hmii lvas IFU, with considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas), instructions for use (IFU),, is currently available. Section 1 of this IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the emergency room due to a nose bleed. The emergency room was unsuccessful in getting the bleeding under control. The patient was admitted and otolaryngology was consulted for nasal packing. The nose packing was successful and the patient held coumadin for one day. The patient was discharged the following day with packing in place and the bleeding resolved.